Manufacturer narrative:
Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open used sample. The needle received is bent in the tip area. Needle bending strength results performed in the needle received is 9.58 nxcm and fulfills product specifications of 8.3 nxcm in minimum. Reviewed the batch manufacturing records of the needles, the results for bending strength test were 9.69 nxcm in minimum and fulfilled product specifications. The used sample sent back shows than the needle has been hold by the tip. We can see easily some impacts due to a needle holder on this area. The instruction for use specifies the needle must not be hold by the drilled area and by the tip (these areas are fragile; these areas must be preserved of needle holder). In this case, the handling of the needle is the root cause of the tip bent. In the instructions for use of the product it is stated: "care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage." Final conclusion: in spite of receiving a defective sample the results of the test to the sample received fulfils the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with dafilon suture. The client reported that the needle tip was found bent after the first stitch when closing breast nipple areolar.